Manufacturer narrative:
The reported failure of active exhalation verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging a trilogy ev300, USA device had a ventilator service required error message. There was no allegation of patient harm. During the evaluation of the trilogy ev300 device at a service center, the device again failed the active exhalation verification : s(+) p(+): pilot: reading test step during testing and the 3-way solenoid valve needs replaced to address the failed test step. Additionally, the customer's complaint was confirmed as error evt_fan1_failure (error code 336) was found in the device error code log and the fan assembly needs replaced to address the error. This error code does not indicate a device malfunction. The unit also failed the air leak test and during an internal inspection, the service technician found the air is leaking form the blower wiring gasket. The blower assembly needs replaced to fix the problem. The service technician also confirmed the proportional valve has damaged/crimped wires, so the proportional valve needs replaced. The parts for the repairs have been ordered, but the rework has not been complete. If additional information is found during the repairs that affect the reported information, a supplemental report will be filed.